Event description:
One year old female with medical history of truncus arteriosus. S/p truncas arteriosus repair underwent a right ventricle to pulmonary artery replacement using a 17mm pulmonary homograft on 05/28/96. Approximately one year later pt required explant due to right ventricular hypertrophy and narrowing (from 17m to 7mm) of the right ventricle to pulmonary artery conduit. Site relates event to the homograft.